Event description:
Customer reported that he went to prime the insulin pump and the back end pushed out. Customer did not receive any alert or alarm. Blood glucose value was 379 mg/dl; customer will treat with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached and broken end cap and loose flush drive support cap. The insulin pump also has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.